Event description:
It was reported by repair work order that the brakes would disengage during use due to damaged roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.